Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air was observed in the sheath. During a procedure a faradrive was selected for use. When inserting the farawave into the sheath, a large amount of air was visually observed. The sheath was replaced. The procedure was completed without further complications. The device is expected to be returned for analysis.

Manufacturer narrative:
D2a. Common device name: corrected.

Event description:
It was reported that air was observed in the sheath. During a procedure a faradrive was selected for use. When inserting the farawave into the sheath, a large amount of air was visually observed. The sheath was replaced. The procedure was completed without further complications. The device is expected to be returned for analysis. It was further reported that bubbles were observed in the shaft, and no air was seen in the patient. The guidewire was positioned slightly out from the distal end of the sheath when they inserted the farawave into the sheath. A pressure bag method of irrigation was used.

Event description:
It was reported that air was observed in the sheath. During a procedure a faradrive was selected for use. When inserting the farawave into the sheath, a large amount of air was visually observed. The sheath was replaced. The procedure was completed without further complications. The device is expected to be returned for analysis. It was further reported that bubbles were observed in the shaft, and no air was seen in the patient. The guidewire was positioned slightly out from the distal end of the sheath when they inserted the farawave into the sheath. A pressure bag method of irrigation was used.

Manufacturer narrative:
Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to component failure' to the referenced event, as the investigation determined the tear most likely occurred during use and handling; there was no evidence to indicate that the event was due to a design or manufacturing-related issue.